Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event - exact date of event is unknown, not provided. Best estimate is between (B)(6) 2018 - (B)(6) 2019. (B)(4). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a toric intraocular lens (iol), model zct150, 18.5 diopter, was explanted from the left eye (os) as the patient was unable to focus and drive at night and due to unexpected postop refraction. Reportedly, the outcome significantly interfered with the patient's daily life activities. A replacement lens of the same model, but different diopter (19.5) was used. There was no incision enlargement required. It was indicated that the patient has recovered and no patient injury was reported. The explanted lens was discarded. No further information provided.